Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that after the system reboot, a navigated spin was taken. When the staff went to use navigation, therewas an alleged 8mm inaccuracy. The case was completed without use of navigation. Imaging was used for confirmation after the case. The case was delayed by less than one hour and there was no impact on patient outcome. There were 2 unused standard spins.